Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. It was confirmed that patient was treated for persistent afib (psaf). The safety and efficacy of the varipulse¿ catheter when used with a trupulse¿ generator has been determined in the admire and inspire trials in the treatment of subjects with symptomatic paroxysmal atrial fibrillation (paf). The safety and efficacy of their use in the treatment of other arrhythmias have not been established. It was confirmed that a total of 45 pf ablations were performed for the procedure. An increased number of ablations (energy applications) delivered during the procedure may be linked to the higher-than-anticipated incidence of peri-procedural stroke or tia. In 90% of the cases of stroke or tia reported to bwi world-wide, patients received a number of ablations greater than the median number of ablations delivered in the inspire study (16 ablations) and 60% received a number of ablations greater than the median number of ablations delivered in the admire study (23 ablation). Moreover, patients received more than 28 ablations in 50% of the cases of stroke or tia. Importantly, the mechanism for an incidence of stroke is multi-factorial. The risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The ifus are instructions that provide detailed guidance on how safely and to effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with a varipulse¿ bi-directional catheter and the patient experienced silent cerebral lesion. After the procedure, silent cerebral lesion (scl) was confirmed on magnetic resonance imaging (MRI). The MRI was performed for data collection purposes, and the patient had no subjective symptoms at that time. Patient fully recovered. Procedural activated clotting time was over 350 seconds. There were 45 pulsed field ablations (pfa) performed, all within the pulmonary veins. There was no evidence of char or thrombus/clot during the procedure. The patient did not have a history of stroke. The patient was in sinus rhythm during the procedure for persistent atrial fibrillation (5 months duration). Pre-procedure thrombus check was performed. Confirmation was performed using contrast-enhanced computed tomography and intracardiac echocardiography. Patient did not have any anatomical abnormalities; however, it was reported that the right inferior pulmonary vein (ripv) was narrow and the varipulse¿ could not be rotated smoothly. There were no abnormalities observed prior to or during use of the product. Irrigation was 4 ml/min before ablation and 30 ml/min during ablation. The catheter settings were: varipulse plus - 30ml/min ablation irrigation flow rate, manual switching to 4ml/min idle, inter application delay 10 seconds.